Event description:
It was reported that the pt underwent a transforaminal interbody fusion, and a posterolateral fusion at l5-s1 using local bone graft, rhbmp-2/acs and 12 x 26mm peek capstone cage supplemented with posterior fixation instrumentation. Gelfoam was placed at the annulotomy site. Post-op, the pt developed progressive worsening right lower extremity radicular pain unresponsive to conservative care. Workup with MRI showed a recurrence of serous hematoma. A surgical intervention was performed on pod 8 to evacuate the serous hematoma. Gelfoam was removed from the surgical site. A deep hemovac drain and a deep blake drain were placed.

Manufacturer narrative:
Products from multiple mfrs were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filling this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the report event.